Event description:
It was reported that this right atrial (ra) lead was an attempted implant due to the lead dislodged. During the implant of this lead, several implant locations were attempted; however, lead measurements were sub-optimal in each attempted site. Ultimately, this lead dislodged and was replaced. A new lead was successfully implanted with no complications. This attempted lead was discarded and will not return for analysis. No adverse patient effects were reported.